Event description:
It was reported that during an implant attempt the lead was placed and when tested the parameters were not good. The lead was attempted to be implanted in a new position, however when attempted to pull back the guide wire was stuck. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had a blood/fluid obstruction. It was noted that the stylet was stuck in the lead-distal coil, the stylet was bent, and the lead appeared to have been damaged at implant.